Event description:
It was reported that during a gastric sleeve procedure, the tissue pad fell off of the device. There was no piece that fell into the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Date sent: 10/31/2008. Info anticipated, but unavailable at this time.